Manufacturer narrative:
(B)(4) it was reported that the puller wire for the smart touch catheter broke. Upon receipt, the catheter was visually inspected and it was found that pu was peeling on proximal side of ring #1. This condition was not reported by the customer. Further information received indicates that damaged was no noticed prior the return of the catheter to bwi. A sem (scanning electron microscope) testing was then performed and the results showed clear evidence of mechanical damage on the dome material which resulted in scratches. Moreover, the pu presented evidence of peeling off condition and cracking. Considering that the pu damaged section is straightly aligned to the scratches caused on the dome, it is very likely that the unknown object which caused the mechanical damage on the dome, caused such damages on the pu as well. Therefore per the event reported the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified however the root cause of the pu damage remains unknown. A corrective action has been opened to address and resolve the t bar issue.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the puller wire for this smart touch catheter broke. The case was completed by replacing the catheter without any patient consequence. It issue is not reportable malfunction. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that pu peeling on proximal side of ring #1 on the (pebax), making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4).